Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corners and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had crack in the case and is seen on the reservoir compartment. It was reported that the customer did not know how damage happened. The insulin pump was received for analysis.